Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0jtfc, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that when a patient¿s device was implanted, it moved and grew funny. The patient said that she didn¿t cause the device to move or grow funny and she didn¿t do stairs or drive. On (B)(6) 2014, they tried to fix the device because it wasn¿t working properly and the patient had a blood clot in the pocket. They tried to put everything ¿back where it was supposed to be¿ but because of the scar tissue they couldn¿t get everything where it was supposed to be, so they took everything out. They had to give the patient more anesthesia because they needed to keep working on her. On (B)(6) 2014, they couldn¿t get everything on the right side so they put it on the left side. In total the patient had three surgeries regarding the device. The last couple months had been pretty tough for her. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.